Event description:
The customer reported that when the unit is powered up, it emits a continuous tone, then shuts down after approximately 5-10 seconds.

Manufacturer narrative:
The customer reported that when the unit is powered up, it emits a continuous tone, then shuts down after approximately 5-10 seconds. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. The malfunction of this new device was found by the customer prior to the device's use.